Manufacturer narrative:
Three drill bits were returned by the sales representative but they were co-mingled and not uniquely identified as to which incident they were involved in. Other incident reports were initiated for these drill bits.

Event description:
Medium size drill bit broke while attempting to prep for screws in tha. Partial drill remains in patient.